Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we the technician confirmed that the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.